Manufacturer narrative:
On january 11, 2017, the additional information was obtained as follows; on (B)(6) 2009, the patient was discharged. The diameter of the aneurysm was 58mm. Subsequent follow-up imagings after the patient's discharge showed that the diameter of the aneurysm shrunk to 49mm (not 40mm as initially reported). Since the additional information indicates that there is no aneurysm enlargement, the supplemental medwatch of the report #2017233-2016-00911 is hereby submitted.

Event description:
On (B)(6) 2009, total aortic arch replacement surgery was performed, and elephant trunk was implanted. On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. It was reported that the devices was placed within the elephant trunk. The patient tolerated the procedure. It was reported that brachial plexus injury was identified on the same day. The injury was reported to be procedure-related; however the cause could not be determined. The physician elected to monitor the injury. On (B)(6) 2009, the patient was discharged. The diameter of the aneurysm was 58mm. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 46mm. No endoleaks were observed. It was reported that the brachial plexus injury remained. The patient was being monitored. According to the cro in (B)(6), no further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to nerve injury and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2009, total aortic arch replacement surgery was performed, and elephant trunk was implanted. On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. It was reported that the devices was placed within the elephant trunk. The patient tolerated the procedure. It was reported that brachial plexus injury was identified on the same day. The injury was reported to be procedure-related; however the cause could not be determined. The physician elected to monitor the injury. (B)(4). Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 40mm. No endoleaks were observed. It was reported that the brachial plexus injury remained. The patient was being monitored. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 47mm. No endoleaks were observed. It was reported that the brachial plexus injury remained. The patient was being monitored. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 46mm. No endoleaks were observed. It was reported that the brachial plexus injury remained. The patient was being monitored. According to the cro in (B)(6), no further information is available.